Manufacturer narrative:
(B)(4). Customer returned pump for an alleged exposed to moisture found on nov 1, 2021. Insulin pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 , pcba 2, force sensor. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Swapping out test boards confirms blank display is isolated to pcba 2. Pcba 2 was cleaned using isopropyl alcohol with no effect. Force sensor zero offset within specification 27.6mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube case, cracked belt clip rails, cracked battery tube threads, corroded battery tube. Critical pump error (open book image) alarm unknown due to blank display. Blank display due to moisture damage on pcba 2. Unable to download history files and traces due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. Customer stated that insulin pump had a crack. No harm requiring medical intervention was reported. The customer will discontinue to use the device.